Event description:
A journal article was reviewed which contained information regarding this lead model. The patient has a history of heart failure and has had several surgical interventions to repair congenital heart defects. At the age of 40 years, an upgrade to a dual chamber implantable cardioverter defibrillator (ICD) and lead was implanted. The patient presented with worsening heart failure and "severe tricuspid valve stenosis." A valve replacement procedure was needed. The patient denied percutaneous removal of the defibrillation lead; therefore, the decision was made to "protect" the lead by using a custom-made covered stent. Before and after the procedure, the lead impedances and function were evaluated. "Directly after the procedure," the lead impedances "halved and pacing thresholds doubled." Thirteen months after the procedure, the impedances and thresholds remained stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿case report: transvenous valve-in-valve replacement preserving the function of a transvalvular defibrillator lead.¿ catheterization and cardiovascular interventions. 2013. Product ID implantable cardioverter defibrillator (ICD). (B)(4).